Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that touchscreen does not hold calibration. Attempts at troubleshooting were performed, including installing a new screen protector, but had no effect to resolve the issue. There was no patient involvement reported at the time of the event. The device is being held in storage until a repair can be completed.

Manufacturer narrative:
Device problem code grid updated.